Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2016, product type: extension.

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the ins was explanted at the end of (B)(6) 2016 due to an open wound infection. There was an infection at the ins pocket. The extension, with the exception of the connection to the lead, was also explanted on that same day due to the open infection in the chest pocket. The issue was resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.